Manufacturer narrative:
Correction: d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A patient was placed onto impella cp support due to post-cardiotomy cardiogenic shock and low cardiac output syndrome and coronary artery bypass graft/valve replacement. While on support, the staff expressed concern for right pleural effusion with 600 milliliters of serosanguineous drainage. Pericardial effusion was also noted. The patient's outcome is stable.